Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014 , product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-mar-2016, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (425 mcg/ml at 59.35 mcg/day) via an implantable infusion pump. It was reported that during a normal and expected pump replacement due to the end of usable battery life, the surgeon noticed that "the outer casing of the pump segment, right below the sutureless connector piece, was breaking off." The pump segment, collet, and part of the spinal segment were removed. A new collet and pump segment were attached. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.